Event description:
It was reported that following a long percutaneous transluminal coronary angioplasty/stent procedure, the end of the guide wire broke and was left in the obtuse marginal coronary. The procedure involved implanting of 5 stents from other companies. The guide wire was noted to be separated and the tip too distal to retrieve. No attempts were made to retrieve the guide wire tip. Reportedly there was no pt instability and the pt was transferred to the floor. The pt was reportedly discharged within the next two days without complication.